Event description:
Caller reported aviva system blood glucose result of 557 mg/dl at 11:20 pm. The customer had no symptoms, but based upon this result, took 15 units of humalog. Then, thinking the 557 mg/dl was high, retest result at 11:22 pm was 237 mg/dl, at 11:23 pm was 236 mg/dl. Customer was concerned about the amount of insulin he took, so ate some carbohydrates; retest result at 11:57 pm 327 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.